Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, the event description for the left side was no complaint against the device. Healthcare professional reported, large amount of fluid around the breast implant left side. Device explanted.

Event description:
Healthcare professional reported left side "large amount of fluid around the breast implant" via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.